Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low flow hazards. Although a specific cause for the low flow events could not conclusively be determined, the account contributed them to a combination of arrhythmias, fluids and electrolytes. Additionally, a direct correlation to the heartmate ii lvas, serial number (B)(4). Could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2021 at 1:10:01 to (B)(6) 2021 at 14:04:58. On (B)(6) 2021, from (B)(6) 2021 to (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021 there were numerous captured events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 90 low flow hazards. On (B)(6) 2021 at 13:56:15 the pump speed dropped to 8390 rpm and under the low speed limit of 8400 rpm and was associated with a low flow event. The pump returned above the low speed limit 2 seconds following this event. Excluding this event, the pump operated at or above the low speed limit for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The patient had further low flow events on (B)(6) 2021. No product is available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. H is currently available. Section 1 entitled ¿introduction¿ lists cardiac arrythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Heartmate ii patient handbook (rev. G) contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file analysis captured several low flow events throughout the event history. The cause of the low flow alarms was determined to be a combination of dehydration and non-sustained ventricular tachycardia. The alarms resolved with increased fluid intake and electrolytes. It is unknown if arrhythmia existed prior to ventricular assist device implantation.